Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that during transforaminal lumbar inter-body fusion at levels l3- l5 on (B)(6) 2016, the screwdriver shaft broke. Matrix devices were being used to treat a patient with spondylolisthesis. During final fixation of the second of six screws, the surgeon heard an abnormal sound and found the screwdriver shaft had broken. It was confirmed that there were no fragments left in the patient and the surgery was successfully completed using an alternate screw driver shaft, part number 03.632.002. Since the surgeon tightened the second screw manually, there is concern it may loosen. There was a five minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) screw drivershaft t25 standard (part 03.632.400) was received for manufacturing investigation. The article is in a used condition with the t25 driver broken off. During manufacturing investigation, the hardness of screwdriver was checked on the shaft diameter ø5.6mm. The result of 59.9 hrc is within specifications as defined on the drawing for raw material. It is likely that the breakage was caused by mechanical overload during use. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.